Event description:
It was reported that, approximately three months post-implant of this artificial urinary sphincter (aus), the patient presented with sporadic leaking and frequent incontinence. It was noted that the cuff was not fully coapting. A revision procedure was performed and a hole was identified in the balloon. The balloon was explanted and replaced; cystoscopy was performed to verify proper cuff closure. No other patient complications were reported.